Event description:
The manufacturer received information that a trilogy ventilator's screen was not working. On evaluation of the device by a 3rd-party service center, the customer complaint was confirmed. The touch screen worked intermittently and had a lot of contamination, both internally and externally. The display requires replacement to address the intermittent function issue. The device failed final testing for active exhalation verification functional test: pilot: reading. The trilogy evo proportional valve requires replacement to address this test failure. The device passed on rework for the active exhalation verification functional test: pilot: reading. The device was not repaired due to the customer's request to scrap the device. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.